Event description:
A pt underwent laparoscopic cholecystectomy with intraoperative cholangiogram with hemoclips placed. A pt returned with post operative biloma status post laparoscopic cholestectomy and was taken to the o.r where their post op dx was post operative biloma status post laparoscopic cholecystecomy, secondary to leak from cystic stump with possible stenosis or spasm of distal common bile duct. The physician feels that endo clip may be involved.